Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a in.pact pacific as per the IFU for treatment of long femoral right popliteal occlusion. Antegrade approach was used. Puncture was carried out with a 20g needle. A non-medtronic 5fr sheath was used which was later switched for a 6fr non-medtronic sheath. Pre-dilation was carried out using a pacific plus. It was reported a balloon twist occurred during use of the in.pact pacific. The procedure was completed successfully with the same device. A control angiogram showed remaining stenosis of the popliteal artery p1 and an helical dissection of the sfa leading to the implantation of 2 non-medtronic stents (6x80 in popliteal, 6x150 in sfa). Post-dilatation was carried out with a 5mm balloon. Good results were noted angiographically. A non-medtronic closure device was used. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device was returned inside its original box, pouch and hoop. The information reported on the luer is consistent with the data in the complaint form attached. Lot# is 0009059917. A visual and a tactile inspection was performed on the device: a twist was detected 80 mm from the proximal marker. Dried blood was found on the catheter. A 0.018¿ guidewire was successfully advanced through the device. Negative pressure was applied to the balloon: the purging test passed as air bubbles were not present in the water column of the manometric syringe. The balloon was inflated at 2 bars: a change in profile and wrinkles were detected. The balloon was inflated at 7 bars: the change in profile was still slightly visible. The balloon was inflated at 14 bars: no change in profile was seen with no wrinkles evident. The balloon was successfully deflated. Wrinkles were visible in alignment with the twisted point. A twist was detected also on the guidewire tube. Images provided show the balloon twist.